Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2020) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon used an ets45. After the stapler was fired, it cut but did not staple. Surgeon had to hand sew. It is unknown if there were any adverse consequences to the patient, however, none were reported. This is all the detail the sales rep was given by the customer.